Event description:
Irritable reaction in both knees, thick knee, knee effusion. Info was received on 15-nov-2006 from two physicians regarding a female pt, with a medical history of previous synvisc treatment in 2005, who experienced irritable reaction in both knees, thick knee, knee effusion. The pt began treatment with synvisc in 2006. The pt received the first injection of synvisc into both knees. The next day, the pt felt mild irritable reaction in her left knee. A week later, the pt received the second injection of synvisc. The next day, she experienced strong irritable reaction in the right knee. The physicians reported that the pt experienced thick knee and "effusion of approx 42ml water" which was serous and cloudy. The assessment of the relationship between the adverse event and synvisc was not provided per the physician. Add'l info was received on 09 january 2007 from the physician. He reported that the pt suffered from swelling after the injection of synvisc. On an unk date the pt received an injection of corticosteroid into the knee. It was unk if synvisc treatment was continued. At the time of this report the pt had recovered. An injection of corticosteroid into the knee.